Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced high powers and flows with a concurrent drop in average pulsatility index (pi). The patient reportedly demonstrated unspecified signs and symptoms of thrombus. Review of the data log file confirmed the observed parameters may be potentially linked to the presence of thrombus. The patient¿ international normalized ratio (inr) was reported to be therapeutic and no coagulopathies were noted. No further information was provided.

Manufacturer narrative:
Approximate age of device - 1 month. The patient remains on lvad support. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The patient remains on lvad support. A direct correlation between the device and the patient¿s suspected thrombus could not be conclusively determined. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information provided on (B)(6) 2015 indicated that after discussion with the lvad coordinators and the clinical coordinator, suspicion of thrombus has been ruled out.